Manufacturer narrative:
An event of infection was reported. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-17874, related manufacturer reference number: 2017865-2021-17875. It was reported that the patient presented to the hospital with an unspecified infection. The pacemaker system was removed and antibiotic therapy was administered. The patient was stable.